Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline failed to open in the distal section. The patient was being treated for a unruptured saccular aneurysm in the internal carotid artery (ica). The max diameter was 5.5mm and the neck diameter was 3mm. The distal landing zone was 3.6mm and the proximal landing zone was 4.6mm. Vessel tortuosity was moderate. Dual antiplatelet therapy was administered. Pru level: 325 gr aspirin 2 days prior,75 gr clopidogrel 7 days prior. The devices were prepared according to the instructions for use (IFU). The distal part of the pipeline was positioned in a bend.  More than 50% had been deployed when it failed to open. The pipeline was resheathed more than two times. No additional steps were taken to open the pipeline. It was removed with the microcatheter. Another pipeline shield was implanted. No symptoms were reported. Ancillary devices: markman microcatheter.

Manufacturer narrative:
H3: the pipeline flex with shield was returned for analysis. There was no markman microcatheter returned with the device; any contribution of the marksman catheter to the issue could not be determined. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, the cause for damage could not be determined. It is possible that the moderate vessel tortuosity may have contributed to the failure to open issue. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.